Manufacturer narrative:
Patient weight not provided for reporting. Unknown. This report is for unknown tfna helical blade/unknown lot number. Other UDI: (01) unknown (10) lot number unknown. UDI unavailable, not explanted. Device is not expected to be returned for manufacturer review/investigation. Concomitant devices: therapy dates: (B)(6) 2017. Unknown nail (part #: unknown, lot #: unknown, quantity: 1), unknown proximal locking screw (part #: unknown, lot #: unknown, quantity: 1). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a proximal femoral nailing advanced (tfna) procedure was performed on (B)(6) 2017 with no issue. The surgeon did not use a torque limiting screw driver to tighten the distal locking screw, but used a flexible screw driver. There was no intra-operative event. The patient returned for a follow up visit on an unknown date. After x-rays, it was discovered that the helical blade migrated. There is no harm to patient. The patient¿s condition is stable. No revision surgery was performed or scheduled. This complaint involves 1 part. Concomitant devices: unknown nail (part #: unknown, lot #: unknown, quantity: 1), unknown proximal locking screw (part #: unknown, lot #: unknown, quantity: 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update (B)(6), 2017: per sales consultant, clarifying the complaint description, as requested by engineering. It was reported that: there may have been a misinterpretation of what the doctor reported to him, however, he believes the doctor may have relayed that the torque limiting attachment was not used to ensure a static locking of the implant, as evidence by the engineer's explanation, "a torque limiting screw driver nor a flexible screw driver is used when tightening distal locking screws". Also, he said that the surgery revision was not necessary as the implant displacement was minor.

Manufacturer narrative:
Patient identifier: (B)(6). Tfna helical blades are one of the proximal locking options available when performing tfna procedures. The subject unknown helical blade was not returned, but the provided x-rays, along with the patient¿s follow up visit diagnosis, were used to confirm the complaint condition of blade migration and made its replication inapplicable. Based on the latest info provided by the reporter, the surgeon opted not to statically lock the helical blade, which most likely contributed to the minor implant displacement. No drawing review, additional dimensional, functional, or material testing will be completed due to the fact that the subject helical blade was not returned. Tfna surgical technique states that once fracture compression has been achieved, the head element can be statically locked to prevent sliding of the head element through the nail. The static locking process requires using a t-handle with a 6nm torque limiting attachment (tla). The tla ensures that the correct torque is achieved, thus ensuring sliding is prevented. Information provided about the subject procedure indicated that static locking was not performed, which most likely contributed to the complaint condition. The decision of whether or not to statically lock head elements is optional based on surgeon preference, based on the available information the complaint condition did not occur due to a product related issue. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Unknown, as specific part number for helical blade is not provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.